Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The patient tolerated procedure without any reported issues. Reportedly, plain CT exams during follow-up period had confirmed aneurysm enlargement over time. The most recent plain CT exam determined the aneurysm diameter had enlarged about 10mm ~15mm since the initial procedure. Due to the patient¿s renal function degeneracy, the physician was unable to perform contrast-enhanced CT exam, therefore, the cause of the aneurysm enlargement could not be determined. However, the physician suspected a type ii endoleak, and a reintervention was planned. On (B)(6) 2024, an open surgery was performed to treat the aneurysm enlargement. During the procedure, a type ii endoleak was confirmed from median sacral artery, and was considered to have been the cause of the aneurysm enlargement. Most part of the device was explanted and replaced by a non-gore y-graft. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the explanted medical device was discarded at facility. Return not possible. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: endoleak and aneurysm enlargement. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.